Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the u500 component. The patient received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was resetting. The pt was issued a replacement monitor.